Event description:
Customer reported that the deployment device (stainless steel) of an atec trimarktd biopsy site identification device "broke" in breast of pt.

Manufacturer narrative:
The product was not returned for eval, so hologic is unable to confirm this complaint. No further details were provided to hologic regarding when/how the breakage occurred, what portion of the device is alleged to have broken, the circumstances surrounding the incident, or whether or not the pt was injured.